Event description:
(B)(4). In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 8 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device was replaced with another edwards bioprosthetic valve. No other details.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the us; however, it is similar to model number: 2800, carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the us. Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.